Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was that an internal hybrid layer capacitor (hlc) battery, designator bt1 from the analog pcb assembly was unable to hold a charge any longer.the customer was provided with a replacement device.

Event description:
The customer reported to physio-control that their device had its charge-pak icon illuminated. After an evaluation of the device, it was observed that one of the internal hybrid layer capacitor (hlc) batteries could not retain a charge. Because of this, the device power would be affected. There was no patient use associated with the reported issue.